Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a diagnostic hysteroscope procedure, the cable that tightens the jaw opening of the scissors broke.